Event description:
The affiliate reported the customer alleged elevated total beta human chorionic gonadotrophin (tbhcg) results, for one non-pregnant patient, on separate days, involving the access total sshcg reagent utilized in conjunction with the unicel dxi 800 access immunoassay system. An erroneously high result was obtained. The erroneous result was released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this report. On (B)(6) 2013, total sshcg calibration passed with acceptable relative light unit (rlu) values and precision. The patient sample was not available for internal testing. This is report six of six referencing the concomitant unicel dxi 800 system device and event date noted.

Manufacturer narrative:
There is no indication the access total sshcg device was returned for evaluation. The patient sample was collected in 5 ml becton dickinson (bd) serum separation tube (sst) and centrifuged at 3,000 rpm (rotations per minute) for ten minutes. The sample was four hours old and stored at 4 degrees celsius. A definitive cause of the incident is unknown. All related medwatch reports associated with this incident: 2122870-2013-00496, 2122870-2013-00497, 2122870-2013-00498, 2122870-2013-00499, 2122870-2013-00500, 2122870-2013-00501.